Manufacturer narrative:
This report is filed, february 25, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2016, the patient underwent a surgical procedure to have granulation tissue around the implant site debrided; during the same procedure, a new abutment was placed. The implanted device remains.